Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-05091. Manufacturer report number: 2017865-2020-05092. Manufacturer report number: 2017865-2020-05094. It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited over-sensing of p-waves. Also, no activity was observed on the right atrial lead and atrial lead dislodgement was suspected. The patient presented in hospital on (B)(6) 2020 for revision procedure. Upon interrogation, it was revealed that the right atrial lead and right ventricular lead exhibited loss of sensing and loss of capture. Also, loss of capture was observed on the left ventricular lead. During procedure, the patient's system was revised and the right atrial lead was explanted and replaced. During post procedure check on (B)(6) 2020, the right ventricular lead had dislodged and required revision procedure. On (B)(6) 2020, the right ventricular lead was explanted and replaced. During the replacement of the right ventricular lead, the left ventricular lead had dislodged. The physician explanted the left ventricular lead and attempted to replace the lead. However, the replacement left ventricular lead port was plugged and was not implanted. The patient's system was programmed to dual chamber pacing. It was also noted that an antibiotic pouch was utilized during the procedure. The patient was stable post procedure.